Event description:
It was reported that the device displayed the charge pak, attention, and wrench indicators, and failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control determined the cause for the malfunction to be excessive off current leakage from the analog pcb assembly due to process residue under the fl9 filter. The current leakage depleted the internal hlc batteries.a replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.